Manufacturer narrative:
During a procedure to treat a severe thrombosis in the internal carotid artery (ica), it was reported that a precise stent (5mmx20mm) failed to cross the lesion. Therefore, the physician used an ev3 stent and finished the procedure successfully. There was no injury to the patient reported. Upon return of the device for evaluation, analysis showed that the precise pro 5x20mm was observed pre-deployed. Multiple attempts to gather additional procedural information and clarify the product's finding by analysis were unsuccessful. One non-sterile precise pro 5x20mm was received coiled inside a plastic bag. The hemovalve was received open. The stent was observed partially pre-deployed with the distal stent struts. Kink was observed at 2 cm from the distal tip. No more anomalies were found. The outer diameter of the outer sheath was measured and it was found acceptable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "failure to cross" reported by the customer could not be confirmed since the outer diameter was found within specification. The cause of 'kink and pre-deployed' condition found during analysis could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Based on the limited procedural information available for review, it is not possible to determine what factors may have contributed to the failure to cross reported and the kink and pre-deployed stent found during analysis. However, vessel characteristics and procedural factors are likely contributing factors to the failure to cross. The kink found during product analysis may have been as a result of the failed attempts to cross or could have been the contributing factor for the device to not cross the lesion as well as the pre-deployment condition of the stent. Neither the DHR review nor the product analysis suggests that the failures are related to the manufacturing process. Therefore no actions will be taken.

Event description:
As originally reported the patient had severe thrombosis in internal carotid artery (ica) and the physician attempted to use a precise stent (5 mm x 20 mm) stent but the stent failed to cross the lesion. Therefore, physician used ev3 stent and finished the procedure successfully. The product was returned for evaluation and testing and analysis showed that the precise pro 5 x 20 mm was observed pre-deployed. Multiple attempts to gather additional information have been made and have been unsuccessful.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.